Event description:
During an unknown procedure, the product worked for the first hour and then failed. New product opened after all troubleshooting failed. No patient consequence and device will be returned.